Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found a lead abrasion between 28.6 cm and 29.5 cm from the connector pin and exposed the proximal coil. The abrasion resulted from physiological factors (i.e.: rib-clavicle crush).

Event description:
It was reported that the lead exhibited unacceptable thresholds. The lead was explanted and replaced.